Event description:
It was reported that the device would not respond when the options, nibp, 12-lead, transmit, print, and charge buttons were pressed. The device was not able to deliver therapy as it would not charge. The other buttons were reported to function properly and there was no report of damage to the non-functioning buttons. The failure was observed during a product check and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.